Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the vasoview 6 dissection tip cracked when it fell on the floor. No replacement was needed as the dissection was completed. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: the visual inspection revealed that the conical tip was securely attached to the juicer body and formed a complete assembly. There were multiple fractures on the proximal end of the tip; two large fractures start at proximal tip and end at the midline of the tip. No pieces had broken or detached off. There was no evidence of blood on the tip. Based upon these findings, the reported failure was confirmed. This problem is currently being investigated in our CAPA process. A lot history record review could not be completed as the lot number could not be obtained. (B)(4).